Manufacturer narrative:
As of today, no additional information is available and our investigation is complete at this time. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this device presented to the emergency room after receiving anti-tachycardia pacing and six shocks. The patient's rhythm was thought to be supraventricular tachycardia. Due to the number of shocks, therapy was exhausted. The device was reprogrammed. There were no additional adverse patient effects. The device remains in service.